Event description:
It was reported that the patient underwent lumbar fusion surgery at l4 and l5. It was reported that a left sided transforaminal lumbar interbody fusion l4-5 and posterior spinal fusion l4-l5 using autologous bone along with rhbmp-2/acs and neuromonitoring. It is reported that following the surgery, the patient followed up with her surgeons and complained of continued back pain. A lumbar spine CT scan reportedly indicated "'osseous changes encroaching on the left intervertebral foramen."

Event description:
It was reported that on (B)(6) 2011, patient was presented with following pre-op diagnosis: l4-5 degenerative spondylolisthesis. L4-5 facet arthropathy. L4-5 stenosis. Lumbar radiculopathy. Intractable back and lower extremity pain. Procedure: left-sided transforaminal lumbar interbody fusion l4-5. Right sided transpedicular exposure for neural decompression, l4-5. Placement of interbody device at l4-5. Posterior segmental instrumentation with bilateral percutaneous pedicle screws at l4 and l5. Posterior spinal fusion l4-5. Harvest of local bone autograft. Placement of osteopromotive material (rhbmp-2/acs). As per-op notes: ¿.. Distraction was held by tightening the set screws of the right l4 and l5 pedicle screws. Upon completion of the diskectomy, sizing of the cage was performed, and the appropriately sized interbody device was selected. Local autologous bone was packed anteriorly in the disk space along with a pledget of bmp. The 10 x29 mm cage itself was then inserted, which had been filled with bmp along with some more local bone autograft. The device was recessed several mm past the posterior aspects of the l4 and l5 vertebral bodies. Bmp was used in the interbody space.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.